Event description:
Shock impedance has been elevated over 150 ohm intermittently since on (B)(6) 2025. Physician decided this is due to lead fracture. Lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 45 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was apart from the present cut, free of injuries. The rv shock coil and ring electrode were found covered in fibrotic growth. Calcifications can lead to elevated impedances. Furthermore, the fixation helix was found bent, which probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.